Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Customer suspected the cause of the low bg was due to the customer's body adjusting to using the insulin pump for diabetes management. Customer consumed carbohydrates to address bg.